Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during procedure, the 29mm navitor valve was re-sheathed and re-positioned twice. It was during the second attempt of re-sheathing, that the patient developed a heart block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was delivered successfully and the decision was made to leaving a temporary pacemaker inserted. The final non-coronary cusp implant depth was between 3-4mm. Later on, a permanent pacemaker was required/implanted. Based on the available information, a cause for the reported incident could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on 09 november 2023, a 29mm navitor valve was chosen for implant for a transcatheter aortic valve implantation (tavi) using a large flexnav delivery system. The patient was in sinus rhythm at the start of procedure. It was noted during procedure, that the 29mm navitor valve was re-sheathed and re-positioned twice. It was during the second attempt of re-sheathing, that the patient developed a heart block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was delivered successfully and the decision was made to leaving a temporary pacemaker inserted. The final non-coronary cusp implant depth was between 3-4mm. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. On a later unknown date, a permanent pacemaker was required/implanted. The patient did not have a prolonged hospital stay for monitoring of rhythm. The patient status was reported as stable at the time of report.